Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410mg/dl. The customer had symptoms such as difficulty in breathing and treated with insulin pump. Customer's blood glucose value was 209mg/dl at the time of the call. Customer reported that the high blood glucose levels began on yesterday. Troubleshooting was performed and it states that drive support cap appeared normal, there were no leaks or air bubbles. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address label, stained serial number label, cracked belt clip slot and cracked battery tube threads.